Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an oxygen pressure sensor range error. No patient involvement reported.

Manufacturer narrative:
Follow up with the customer yielded no response.